Event description:
It was reporter that the procedure was performed to treat a lesion in the distal circumflex coronary artery with moderate calcification, heavy tortuosity and 90% stenosis. The 014 ht versaturn f 190 was being inserted and the surface was felt rough. There was resistance met during advancement with the guide catheter. After been removed the tip coating was noted peeled off. Another versaturn was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.